Event description:
It was reported that a check syringe plunger error occurred. No patient injury was reported.

Manufacturer narrative:
Operator of device are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage. The tamper seal on the plunger assembly however was missing. There was evidence of the reported problem (error) recorded in event history log. The reported problem was duplicated. The investigation found that a missing left timing plate was the cause for the reported problem. For corrective action, the plunger assembly was replaced. The root cause of reported problem was traced to user due to incorrect assembly. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: d4: model number: 4000.